Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that an EKG and x-ray of the chest were performed, showing normal test results. The reported issue has since been resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was admitted to the emergency room on an unknown date due to chest pain following an ipg revision that took place on (B)(6) 2020 (reference reg report: 1627487-2021-01885). No additional information is known at this time.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.